Event description:
After rem polyhesive ii grounding pad by valley lab was removed, a reddened square area was noted under the patch. The areas were rinsed off with sterile normal saline. A quarter sized blister noted on medial superior cornier. Wound care nurse consult ordered.